Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2024, explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (2.5 mg/ml at 22 mcg/day) via an implantable pump. It was reported that the patient experienced a return of pain. The rep stated that they were unable to aspirate the catheter and a potential kink was visualized on x-ray during the revision procedure. The patient's catheter was cut at the pump end by several cm and tied off in the pump pocket. A new catheter was implanted and connected to the pump. The issue was resolved at the time of this report.